Event description:
It was reported by a customer on (B)(6) 2006, the aiming beam fired straight out of the fiber at 49,525 joules. No pt injury was reported.

Manufacturer narrative:
The info received indicated an MDR was required on (B)(6) 2011.